Event description:
Customer reported that the alarm has no power. Batteries have been replaced with a new supply. No visible battery acid leakage in the battery compartment. No visible damage to the outside of the case. The customer did not provide a date when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation codes: results: evaluation of the returned unit did not confirm no power. The unit was missing the battery door, the led lens on the front of the alarm sits uneven when compared to a known good unit, there is battery leakage residue at the bottom of a flat contact, the aquaqlert water indicator label shows moisture exposure and the rj- 11 pins in the alarm receptacle are corroded. The unit powered on and passed functional tests. Note: the instructions for use state: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Do not use the alarm and do not attempt to clean it if there are any signs of battery leakage such as corrosion, rust or white powder residue. (B)(4).